Event description:
It was reported that: there was extravasation on the post angiogram after manta deployment. Manual pressure was held. Pta balloon was performed. The patient was still bleeding. A covered stent was placed. Additional information was received on 27jul2023: during a tavr procedure with an 18f procedure sheath, single micro-introducer puncture access was obtained under ultrasound guidance in the lower portion of the lcfa. It was reported that the vessel size measured 6.0x6.3mm and had moderate posterior calcification with no reported tortuosity. The manta measured depth was 5.5cm. There were no reported issues with advancing or withdrawing procedure sheaths during the case. Prior manta deployment, the sbp was 150/78mmhg. 50mg of protamine and heparin was administered intravenously. The manta was deployed at the measured deployment depth. Time to hemostasis was greater than 10 minutes. Patient's current condition is reported as fine.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiogram images were obtained by vsi/teleflex revealing a lower-positioned access site. Extravasation at the access. Radiopaque lock positioned distally to the access site. Two balloon inflations were applied. Covered stent deployed, resolving the extravasation. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment case details were reviewed. Ultrasound guidance and micro puncture were utilized to gain lower-positioned access. The arteriotomy was 6.0 x 6.3cm, with moderate posterior calcification, with a measured deployment depth of 5.5cm. No issues were encountered advancing or withdrawing the 18f procedural sheath. Following the tavr procedure, heparin and protamine were administered and the 18f manta was deployed to the measured depth, for closure in the left common femoral artery. Following deployment, a post-angiogram indicated extravasation at the access site, and manual pressure was held. Balloon inflation was applied to tamponade, though bleeding continued. A second balloon inflation was applied, and a covered stent was deployed to address the bleeding. The time to hemostasis was greater than ten minutes. Patient outcome was fine post-stent placement. The suspected root cause of the extended hemostasis requiring a covered stent may be potentially due to user error in having low-positioned access. Low-positioned access may impede the collagen plug capability due to the possibility of not achieving an optimal seal and causing more difficulty in controlling bleeding. Risk documentation was reviewed, and failure to close a puncture hole was identified as a known risk. The manta instructions for use precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices include local trauma to the femoral or iliac artery wall, such as dissection and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to vessel laceration or trauma and late arterial bleeding.

Event description:
It was reported that: there was extravasation on the post angiogram after manta deployment. Manual pressure was held. Pta balloon was performed. The patient was still bleeding. A covered stent was placed. Additional information was received on 27 jul 2023: during a tavr procedure with an 18f procedure sheath, single micro-introducer puncture access was obtained under ultrasound guidance in the lower portion of the lcfa. It was reported that the vessel size measured 6.0x6.3mm and had moderate posterior calcification with no reported tortuosity. The manta measured depth was 5.5cm. There were no reported issues with advancing or withdrawing procedure sheaths during the case. Prior manta deployment, the sbp was 150/78mmhg. 50mg of protamine and heparin was administered intravenously. The manta was deployed at the measured deployment depth. Time to hemostasis was greater than 10 minutes. Patient's current condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.